Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B)(6) 2011. During the last few seconds of therapy, the balloon leaked and the patient was burned. The current condition of the patient is unknown. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2011. Conclusion (B)(4): the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The catheter failed the leak test because there was one crack in the cannula however there was no functional problem found with the balloon.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.